Event description:
Complainant alleged that the staff was attempting to shock a male pt (age unk) in respiratory arrest. The pt was shocked three times, once at 200 joules, a second time at 300 joules, and a third time at 360 joules. The complainant reported that the clinician did not see the expected pt movement after each shock was administered. The clinician obtained another defibrillator, but the pt was not converted. The pt subsequently expired.

Manufacturer narrative:
The zoll technical service department's evaluation of the device determined that the device is performing to specification. Pt movement during defibrillation varies from pt to pt. The complainant was unable to determine the length of time the pt was "down" prior to attempting defibrillation. Pt movement during defibrillation can be influenced by the length of time a pt is "down".